Event description:
It was reported that the customer¿s blood glucose (bg) level was ranging from 522 mg/dl to "high" on continuous glucose monitor (cgm). Cause was not unknown. Elevated bg was address by correction injection via manual injection and correction bolus via the pump. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.